Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd utilizing the liberty select cycler, and the patient¿s serious adverse events of cardiac arrest and death. The etiology of the events is unknown; therefore, causality cannot be firmly established. However, per the patient contact, no pre-treatment or set-up alarms were encountered, and the liberty select cycler alarmed appropriately when the events occurred. The end-stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. While there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. The liberty select cycler cannot be excluded from having a possible contributory role in the patient¿s cardiac arrest and death, as the patient was actively undergoing ccpd therapy when the events occurred. Furthermore, given the lack of treatment data, death certificate, esrd death notification and no manufacturer investigation of the suspect device (liberty select cycler not returned), there is insufficient evidence to disassociate the liberty select cycler from the events.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. During follow-up, the patient contact confirmed the patient passed away peacefully in their sleep due to a cardiac arrest on (B)(6) 2020. The patient was undergoing continuous cycling peritoneal dialysis (ccpd) therapy (1.0 hour left of therapy) at the time of their passing, however the patient contact believes the liberty select cycler was not the cause. The patient contact assisted the patient in initiating ccpd every night, as they did the night the patient expired, and encountered no issues. The liberty select cycler reportedly alarmed appropriately (patient line is blocked), as the alarm was the reason the patient contact discovered the patient.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.